Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously high troponin (accu tni) result that was generated by the unicel dxi 800 access immunoassay system for a single pt sample. A pt sample was tested for accu tni and a result of 1.09 ng/ml was obtained. The result was not reported out of the lab. The sample was re-tested on the same instrument for accu tni and repeated result was 0.04 ng/ml. The sample was then tested for accu tni on a different instrument in the customer's lab and a result of 0.03ng/ml was reported out of the lab. On the same day, a fresh sample was collected from the pt and tested for accu tni on the different instrument. Accu tni result was 0.02 ng/ml and was reported out of the lab. We have received no reports of injury, death, or change to pt treatment attributed to this event.

Manufacturer narrative:
The samples were plasma type, collected in an ER, in lithium heparin tubes with gel and were centrifuged at 5,000 rpm for 5 minutes. Qc is run each shift and was within specifications before the event. Customer runs system check once per week. System check results were not provided, but customer stated that the most recent system check was within specifications. No samples were flagged with errors. Customer has initiated a reflex protocol to repeat any accu tni results >0.05 ng/ml based on ER response in pt treatment to potentially elevated results. For accu tni values at 0.06 ng/ml, the ER starts cardiac workup protocol, in which 2 subsequent draws for cardiac markers are done. Customer has limited control over pre-analytical sample handling as approx 40-50% samples are collected in an ER. They are willing to consider a formal rerun protocol recommended by bci in which samples are aliquoted and then re-centrifuged before repeat testing. A field service engineer (fse) was dispatched to the customer's lab: the fse performed instrument verification testing, carryover and diagnostic testing; all results passed within specifications. The fse conducted precision run on 3 levels of qc an obtained acceptable results. No hardware issues were found and the instrument was performing to specifications. Although pre-analytical sample handling may have contributed to this event, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.